Manufacturer narrative:
The stent was positioned on the balloon between the markerbands as per specifications. Deformation was visible to the 28th distal stent wraps with struts raised and overlapping. The inner lumen patency was verified with a 0.015 inch mandrel. Slight deformation was evident to the distal tip. Cine image review: review of the procedural images confirms the very difficult nature of the vessel/lesion morphology. Multiple balloons are inflated along the vessel prior to the successful deployment of two stents. Images of the attempted delivery and subsequent removal of the resolute integrity device are not captured. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was intending to implant a resolute integrity rx stent into a patient's distal cx artery which had severe tortuosity and calcification and 98% stenosis. No damage was noted to the packaging nor were any issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used. It was reported that the stent could not advance through the lesion due to the tortuosity and calcification. It is noted in the report that the physician believes the event was procedural related rather than device related. Procedure was completed with other devices. Patient is alive, no injury. Patient is currently ok.